Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The custoemr contact reported that the disconnections occurred 20 seconds after the option-lok male luer adapters were connected to the microclave port male adapter plugs. The microclave male adapter plugs were replaced with unspecified clave male adapters and the unspecified therapies were resumed. There were no reported adverse patient effects. No attempts have been made to obtain additional information.